Event description:
Healthcare professional reported "Deflation, and capsular contracture Baker grade unknown". This record is for the right side. The device has been explanted.

Manufacturer narrative:
The event of "Capsular Contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Deflation and Capsular Contracture, Baker grade unknown.